Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubes are under filling with a bd vacutainer® k2e 7.2mg plus blood collection tubes. This occurred on 10 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: bd edta tubes not filling.

Event description:
It was reported that tubes are under filling with a bd vacutainer® k2e 7.2mg plus blood collection tubes. This occurred on 10 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: bd edta tubes not filling.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.